Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed that the drill could not be clamped properly and damages were found at the top of the attachment. The attachment was disassembled and it was discovered that the ball bearing is defective and heavy abrasion could be seen in the attachment. Furthermore, the chuck in the shaft is extremely dirty that the drill/milling cutter can no longer be clamped properly. The most likely cause is attributed to improper device handling / maintenance.

Event description:
It was reported that during the surgery the device stopped working. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.